Manufacturer narrative:
It was reported a patient experienced blisters on the abdomen post thermage flx procedure. No other treatment information provided. Burns and blisters are known possible reactions of thermage flx treatment. According to thermage flx system user manual (p009418-04 rev. A) blisters, swelling, and nodules are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Customer did not return any product for evaluation and requested case be closed as the patient is satisfied now. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Manufacturer narrative:
Lot number, impacted product, and data logs were requested for evaluation, but customer has declined to provide this information. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A treatment center reported that a patient reported experiencing blisters one day post thermage treatment. Additional treatment and product information was requested, however reporter does not wish to provide the information.